Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced migration of device or device component. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced migration of device or device component.this information was received from one source. This malfunction involved one patient with no consequences. The 52 year old female patient weight was not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; however, medical records were provided for review. The investigation is confirmed for filter migration. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.